Event description:
Device malfunction: balloon rupture. Time of malfunction: during procedure. Symptoms/ae: none. It was reported that during dilatation of the heavily calcified superficial femoral artery, the fox cross balloon ruptured during the first hand inflation at unknown pressure. The entire balloon was successfully removed from the patient's anatomy, and there was no adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.